Manufacturer narrative:
Date sent to the FDA: 06/03/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device lot number qlmbet, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual analysis of the returned sample determined that an opened box with three unopened samples of product code sxpp1a301 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-03923, 2210968-2021-03924, 2210968-2021-03925, 2210968-2021-03926 and 2210968-2021-03928.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: it was reported that ""this issue occurred 2 times"" however the quantity of devices involved entered is 5. Does this mean there were two procedures affected with total of 5 devices involved? The reported issue is one procedure. It is supposed that ""5"" includes reference products which will be returned. If only one procedure was affected please confirm the quantity of devices involved. No further information is available. If there were multiple procedures involved, please specify the quantity of devices involved during each procedure. Bq to create additional files for each specified procedure/event/patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, the needles were detached from the sutures during continuous suturing. No adverse patient consequences were reported. Additional information was requested.